Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: linear lead kit 50 cm, upn: (B)(4), model: sc-2158-50, serial: (B)(4), batch: 16666807.

Event description:
It was reported that the patient was experiencing pain in both legs. The patients scs system was replaced and will not be returned. The patient was doing well postoperatively.